Event description:
Caller reported a cgm error and contacted support for assistance with the problem. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive pump reset instructions, guiding the caller through the reset process. Following the reset, the caller successfully started their sensor session without encountering the same error code again.